Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with lead vegetation discovered via echocardiogram. Pacemaker pocket did not appear to be infected. Source of vegetation unknown. The system was explanted. The patient was stable. Related manufacturer reference number: 2017865-2020-12590.